Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) and shortly thereafter declared end of life (eol). As a result, this device was expalnted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.